Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of device was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe, and it was observed inflation was difficult and deflation was hard, a visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube, the reported condition of which cuff won¿t inflate was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff was injected with an air through a syringe but accepted only a little. There was no patient involvement.